Manufacturer narrative:
On august 15, 2023, mentor received additional information regarding the device date of explantation as well additional information regarding the patient's diagnosis. It was reported that the patient was to undergo device explantation on (B)(6) 2023. Section d6b. Has been updated to reflect this additional information. It was reported that the patient experienced pain, tightness, firmness, and high riding distorted breast. The patient was previously treated with singulair, however, the encapsulation continued to worsen. The patient's capsular contracture's baker grade was reported to be baker grade 4. The patient's weight has been updated to 129 lbs. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Explantation date: (B)(6), 2023. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 36-year-old caucasian female patient underwent a breast augmentation revision with a 480cc mentor memorygel boost breast implant and experienced capsular contracture (baker grade 3) on the left side post-operatively, which was diagnosed during an office visit. As a result, the patient is to undergo explantation on (B)(6), 2023.

Manufacturer narrative:
On september 08, 2023, the mentor failure analysis lab has received the device for evaluation. On september 11, 2023, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample revealed that the smo ro high pro boost gel480cc was found to have a tear on the anterior view, measuring approximately 2.5 cm. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 19, 2023, mentor received additional information regarding the patient's date of explantation and implantation. It was reported that the patient is to undergo device explantation on (B)(6) 2023. Section d6b. Explantation date: (B)(6) 2023. The date of implantation has been updated to (B)(6) 2023 in section d6a. Manufacturer¿s reference number: (B)(4).